Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device was functionally tested and was found to be non-hermetic, leaking at a rate of .2l/min. The tubing/connectors of the device were visually inspected and the device had air escaping from the tubing where it is separated from the elbow. The most likely root cause was determined to be excessive pulling/twisting on the tubing during use. The instructions for use (IFU) states: "avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the pressure tourniquet cuff was leaking during the case. There was no patient injury, medical intervention, or extended procedure time reported.